Event description:
It was reported that the patient had his artificial urinary sphincter (aus) balloon explanted. It was explained that this patient had hernia surgery, and following his balloon had migrated. The new balloon was relocated to the right side.